Manufacturer narrative:
No unexpected blank display was noted. The insulin pump passed the displacement test and the off no power test and had operating currents within specification. No cracks were noted to the display window. However, the insulin pump was received with minor scratches on the display window as well as a cracked case at the display window corner, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer's insulin pump had a blank display. It was also reported that there are scratches on the display screen. Customer's blood glucose level at the time 101mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.